Event description:
Boston scientific crm received information that this patient called boston scientific patient services (ps) stating that his blood is draining out of his head and hands, and his feet have turned blue and he sweats profusely. The patient stated that this has been occurring for a long time. While talking to ps the patient stated that his device stopped working for about one month. It was unclear if the patient meant his current device or his previous device. The patient also stated that he has had several health issues as well as an aneurysm and several myocardial infarctions (mi), and just has another one last week. The patient also stated that his previous device was defective and replaced and wanted to know if this device is defective as well. The patient made such statements that the ps representative was unsure which device he was speaking of, and recommended, that if the patient feels bad or has another mi, to seek medical care immediately. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.